Manufacturer narrative:
(B)(4). The customer reported that the device failed to stay powered on when the ac power was removed. There was no report of patient involvement. A new battery was ordered for this customer which we will consider resolved the failure.

Event description:
The customer reported that the device failed to stay powered on when the ac power was removed.